Event description:
Implanted port being removed from left chest of (B)(6) year old patient. Port was adhered to inside of vessel, did not pull out freely, required methodical dissection to remove. During this process the catheter broke and approximately 2/3 of catheter remained in patient. Patient was sent to interventional radiology and they attempted, unsuccessfully, to remove catheter. Patient was sent to levine for further assessment/intervention.